Event description:
Event description guidant received information that this implantable transvenous defibrillation lead was explanted when it exhibited loss of ventricular capture due to high pacing thresholds. The status of the patient had changed such that the implantable cardioverter defibrillator (ICD) was upgraded to a bi-ventricular device. The clinician has asked to consider patient for unreimbursed medical.,